Manufacturer narrative:
UDI: (B)(4). The expedium straight thoracic pedicle probe (product code: 2797-02-030, lot number: 0210nt) was returned to the complaints handling unit (chu) on october 3rd, 2016. The probe¿s tip was broken off at the 40mm graduation mark. The probe was subsequently submitted for fracture analysis. Optical images of the fractured surfaces have a rough and grainy appearance consistent across the entirety of both surfaces. No evidence of fatigue striations was found. This suggests the probe underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. A hardness verification of the device was conducted and it was determined that the device is within the specified guidelines. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the probe tip breaking cannot be determined from the sample and the information provided. The results from fracture analysis have determined that a probable root cause may be a quasi-static overload failure due to unexpectedly high forces placed on the probe during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Lumbar spinal fusion: when surgeon was inserting the pedicle probe into the pedicle of the patient, the distal tip of the probe snapped off. The distal tip was retrieved with no incident.